Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient called to report pain during lead removal and stated that the lead was hung up, not wanting to come out. A follow up with a medtronic representative at the case yielded that the right ventricular (rv) lead had perforated the patient's heart resulting in a cardiac tamponade. The pain was attributed to the perforation and tamponade. The lead was removed and replaced without incident. A passive lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.